Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5cm distal to the df4 connector pin into a proximal and a distal fragment. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure the performance of the lead was scrutinized. A thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the observed decreased r-wave. The insulation was, apart from the fragmented state of the lead, free of injuries. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 16 months, undersensing on the ventricular channel was reported. This lead was explanted.